Event description:
In early 2000, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In 2002, the inferior mesenteric artery and a lumbar artery were coil embolized to address type ii endoleaks and aneurysm sac growth. In 2008, the existing grafts were relined due to continued aneurysm sac growth and presumed endotension. The procedure went as planned, and the patient is stable.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that this lot met all pre-release specifications. The devices were relined due to presumed endotension. Aneurysm growth in the absence of endoleaks has been defined as endotension in the literature. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. Evidence supporting this hypothesis has been gathered during surgical conversions, translumbar punctures of the aortic abdominal aneurysm, and laparoscopic exploration of aortic abdominal aneurysm sac contents. Due to these observations, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. The device used in this particular case was the original gore excluder bifurcated endoprosthesis. Additional devices: please note that this event has already been reported. Under medwatch 2017233-2008-00469. However, upon review of the file, it was noted that this device was reported under the incorrect manufacturer report number. Therefore, this medwatch was created and submitted.